Event description:
The customer contact reported a leak. The primary tubing set was being used to deliver an unspecified concentration of saline, at an unspecified rate, via a plum pump. At an unspecified time, the male adapter of unspecified secondary tubing set was connected to the clave secondary port of the primary tubing set for an piggyback delivery of an unspecified volume of packed red blood cells (prbcs). After an unspecified length of time, the customer contact reported that approximately 10 ml of prbs leaked from an unspecified location at the bottom of the cassette. It was reported that the nurse reported the cassette "not glued," was not sealed. The customer contact reported that there were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. The primary tubing set was replaced and the therapy

Manufacturer narrative:
The customer contact indicated that the device was received. One sealed device from lot #251115h was received and evaluated. The device passed testing. No leak of solution was noted during testing procedures. Based on the data verified, hospira could not attribute the issue to the device. The lot number of the device that was in use is unknown. The customer contact identified one possible lot number (plots). The possible lot number is 251115h. This report represents all the information known by the reporter upon query by hospira personnel.